Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable had a flaw (hole), which made it impossible to maintain the airtightness of the actual product, leading to an air leakage of the camera cable. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the subject device exhibited an air leakage from cable (with tape). There was no patient involvement.